Event description:
The customer reported the ventilator alarmed and went vent inop during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The facility biomedical engineer contacted manufacturers product support for assistance. The biomedical engineer was unable to duplicate the reported problem, and reported the device diagnostic history indicated ventilator restart occurrences at the time of the reported event. The customer requested manufacturer's service evaluate the unit. The manufacturers field service engineer reported when the unit was powered on it indicated there was a flow sensor mismatch. Upon evaluation, the service engineer found that the air flow sensor cable was not the proper cable for use. The customer reported to the service engineer that the ventilator had recently had preventive maintenance performed by their service provider. The service engineer reported the air flow sensor cable must be replaced with the correct cable. The customer reported they would return the unit to their service provider for repair to correct the previous service performed.